Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had flashing display. Insulin pump was wet and beeping. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned insulin pump for an alleged flashing display, missing segments/partial display, audio/vibrate anomaly and exposure to moisture found on (B)(6) 2021. Device was received with a frozen display with constantly beeping and flashing medtronic logo. Unable to verify missing segments/partial display and perform the displacement test, sleep current test, active current test and self test due to a frozen display with constantly beeping and flashing medtronic logo. Device was cut open to perform visual inspection and found corrosion on the pcba1 and pcba2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The original pcba 2 was cleaned and installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and a frozen display with constantly beeping and flashing medtronic logo noted. The original pcba1 was cleaned and installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no frozen display with constantly beeping and flashing medtronic logo noted. The original pcba 1 was re-installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the insulin pump on using the aa 1.5v battery and continued testing. The insulin pump passed the self test and no frozen display with constantly beeping and flashing medtronic logo noted. A frozen display with constantly beeping and flashing medtronic logo was confirmed due to corrosion on the pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify missing segments/partial display due to a frozen display with constantly beeping and flashing medtronic logo. A frozen display with constantly beeping and flashing medtronic logo was confirmed due to corrosion on the pcba 2. Device exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.